Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered that the left ventricular lead was dislodged. The lead was extracted and replaced. Patient returned to routine follow up.